Manufacturer narrative:
The insulin pump was received with unresponsive esc, act, up, and down buttons due to corroded keypad traces. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
Customer's sister reported via phone call, the act and esc buttons on the insulin pump weren't responding. Customer's blood glucose was unknown. Customer's sister didn't recall any significant event which may have caused the keypad. Customer's sister was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.